Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(4) 2013. The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported they experienced problems with unstable temperatures during an ablation procedure. The procedure time was extended by more than 30 minutes and the pt required reintubation. There was no pt injury.